Event description:
It was reported that patient presented for scheduled procedure. During procedure, it was noted that the right ventricular (rv) lead helix could not be extended. The lead was ultimately not used and replaced with new lead during the same procedure. There were no patient consequences and patient was discharged.